Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports via phone call a battery out limit alarm and blank display. Customer states the pump alarmed after battery change. Customer was able to clear the alarm through troubleshooting and display returned. Customer blood glucose level at the time of the incident pump as 427 mg/dl. Customer declined to treat high with insulin pump. Insulin pump will not be returning.